Event description:
Healthcare professional reported right side "pain" and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and capsular contracture, baker grade IV.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, voids in the gel, crease fold and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data.

Event description:
Device was explanted.